Event description:
On 2022-jun-23, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their controller displays settings not available message when they try to increase or decrease their stimulation in group c. Pt said they were still able to adjust settings in their other 2 groups. Pt has an appt with pain management next week and would like a mdt rep at the appt. Pss sent email to reps and redirected pt to hcp for further assistance. On (B)(6) 2022, the rep reported patient getting desired setting not available in group c. Rep noted impedance for electrode 10 was 40k ohms and 11 at 24700 ohms. Patient was programmed electrodes 5+, 7-, and 8+, but the impedance was 3900 and 4060 ohms for 7 and 8 respectively. Technical services(ts) suggested adding another electrode but that got patient's arm, and also decreasing pulse width but that didn't allow stimulation for the tailbone. Ts reviewed with rep that 3.4ma is really patient's maximum limit given the impedance value at this point. Rep said she'll work with programming further to see if she can get more coverage. Rep said patient had always had this programming, and she's just trying to increase stimulation to get better relief.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.